Event description:
I had tissue expanders placed during my mastectomy on (B)(6) 2014. In (B)(6) 2015, they were removed and replaced with saline breast implants. By (B)(6) 2015, I had capsular contracture. Surgery in (B)(6) 2015 corrected it. But by (B)(6) 2015, I developed a red, oozy rash on my fake breasts. Soon after, I developed capsular contracture again. I had constant pain in my chest, shoulders and back. I saw dermatologists, internists, an infectious disease specialist and 2 reconstructive surgeons. I was treated with four different antibiotics and an antifungal for three months, and several different topical creams. Nothing made the redness go away and the contracture became severe. No one could explain the rash or figure out how to treat it. Until the second reconstructive surgeon suggested that my skin was too thin over the implants. So I had them removed. My surgeon found that the contracture was so severe and the implants were pulled so tightly against my chest that my ribs were indented from the implants. In the areas of the rash, the implants were covered only by my skin. After the implants were removed, all of my symptoms resolved within hours.